Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's newly implanted lead had a sudden increase in pacing impedances and pacing thresholds, and far-field p-wave oversensing. It was later reported that x-ray confirmed a "classic header connector problem"; the lead had come unplugged over time until it raised thresholds and impedance. The pocket was opened, the lead inserted more fully, and setscrew tightened. There were no patient complications reported as a result of this event.